Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on the left and right sides of the stomach where the lifevest garment rests. The rash was described as red and with raised bumps. The patient applied over the counter cortisone and a prescribed, anti-fungal, clotrimazole cream. Follow-up indicated that the rash was almost gone since using the cream prescribed by the doctor.